Event description:
It was reported that the insulin pump was dropped on the floor, and now rattles when you shake it. Troubleshooting was performed. The insulin pump passed the prime and self-tests. The high pressure test could not be conducted. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to perform the functional tests due to the alarm. The insulin pump passed the error test. All operating currents were within specs. No unexpected low battery or off no power alarm noted. No rattling was noted.